Manufacturer narrative:
This device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision/explant surgery was performed on a patient due to nonunion of a left hip subtrochanteric fracture on (B)(6) 2014. One 11mm/130 deg ti cann troch fixation nail 380mm/left, part number 456.419, lot number 7217264 and one 11.0mm ti helical blade 90mm, part number 456.303, lot number 7251070, were removed. The nonunion site was debrided and the surgeon performed the revision using a new cephalomedullary nail of unknown part number. The patient originally underwent a cephalomedullary nailing procedure of the left hip to treat a subtrochanteric fracture on (B)(6) 2013. The surgery was successfully completed and the patient is reportedly stable. This report is 2 of 2 for complaint (B)(4).